Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed motor error during a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.